Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual and x-ray examination did not find any anomalies with the exception of procedural damages. The reported event of lead damage was not confirmed.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
It was reported that the atrial lead was damaged. The lead was explanted and replaced during an unrelated procedure to resolve the event.